Event description:
It was reported that the pt experienced a shocking in his left shoulder blade and neck, all the way down his arm, and at the neurostimulator (ins) site. The pt also experienced shocking in his upper chest and below the upper chest area. Additional info received reported that the pt was experienced a "really fast" tingling sensation in his stomach, left pectoral area, left shoulder, and down the left arm. Palpation did not cause stimulation changes. The pt reported that the symptoms occurred when he lied down and sometimes when he walked. No pt treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.